Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited non-physiological noise due to a suspected electrode integrity issue resulting in two stored untreated episodes and an inappropriate shock. The patient was subsequently hospitalized. Device data and x-rays were sent to rhythmcare for review. Review of x-ray determined the electrode was fully connected to the device header and there was a loop in the electrode right next to the header. Electrode damage was not able to be confirmed. Data review was unable to confirm the cause of the reported observations, therefore full system explant was recommended as secondary was not a viable option. In clinic testing was performed in clinic, however; noise was only able to be reproduced for a short time. Therapy was programmed off until system replacement can be performed. This device system currently remains in service, but a replacement procedure is expected at a future date. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited non-physiological noise due to a suspected electrode integrity issue resulting in two stored untreated episodes and an inappropriate shock. The patient was subsequently hospitalized. Device data and x-rays were sent to rhythmcare for review. Review of x-ray determined the electrode was fully connected to the device header and there was a loop in the electrode right next to the header. Electrode damage was not able to be confirmed. Data review was unable to confirm the cause of the reported observations, therefore full system explant was recommended as secondary was not a viable option. In clinic testing was performed in clinic, however; noise was only able to be reproduced for a short time. Therapy was programmed off until system replacement can be performed. This device system was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited non-physiological noise due to a suspected electrode integrity issue resulting in two stored untreated episodes and an inappropriate shock. The patient was subsequently hospitalized. Device data and x-rays were sent to rhythmcare for review. Review of x-ray determined the electrode was fully connected to the device header and there was a loop in the electrode right next to the header. Electrode damage was not able to be confirmed. Data review was unable to confirm the cause of the reported observations, therefore full system explant was recommended as secondary was not a viable option. In clinic testing was performed in clinic, however; noise was only able to be reproduced for a short time. Therapy was programmed off until system replacement can be performed. This device system was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.